Event description:
Caller states patient tested 6.2 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. Patient's coumadin dose was decreased to 2.5 mg for 1 day and then continued at current dose. No adverse event reported. Requested return of suspect device and replacement was sent.